Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) had experienced an increased recharge burden at the end of 2012. It was later noted that communication could not longer be established between the ipg and external devices (patient programmer and charging system). Eventually, the patient lost stimulation. Additional patient programmers and charging systems were tried to no avail. An x-ray was taken with no anomalies noted. The ipg was explanted and replaced which resolved the reported issue. Effective therapy was restored post-operatively.